Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient is experiencing an irritation under the front te pad. Patient described irritation as raw, shiny, itchy and painful. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to use over the counter yeast infection cream called (B)(6). Outcome of the irritation is unknown.